Event description:
It was reported that the customer has been receiving battery alert from the insulin pump. The customer changed the battery on multiple occasions and still received battery alerts. Advised customer to insert a new aaa alkaline battery, clean the battery cap contacts, check if spring is damaged or corroded, and ensure that the battery is securely fastened. Customer described damage to the battery cap slot. A new replacement battery cap was shipped. The customer's blood glucose level was 102 mg/dl. Advised to monitor pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).